Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned, analyzed and the distal conductor was fractured in the medial section. The distal conductor was distorted and had blood/fluid (non-obstructed). The outer insulation had cosmetic metal induced oxidation, environmental stress cracking, a cosmetic cut, a breached cut, and a cosmetic depression. The lead was stretched.

Event description:
It was reported that there was high impedance, high/unstable/variable threshold, and an apparent lead fracture on the left ventricular lead. The lead was extracted and replaced. During the replacement procedure there was difficulty placing the new lead due to patient anatomy. The lead was not implanted. No further patient complications were reported as a result of this event.